Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® esr blood collection tubes had under fill or low draw of a tube with blood and incorrect fill line position. The following information was provided by the initial reporter: "during use, it was found that indication scale is not clear, negative pressure capacity is different."